Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on impella cp support, it was observed that the patient had a thrombotic proximal stent occlusion. Additionally, the patient went into a pulseless electrical activity (ventricular tachycardia/ventricular fibrillation) rhythm. Advanced cardiac life support protocol was initiated. Distal limb perfusion to impella cp insertion site was also observed. As a result, device was weaned and explanted.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates the cause of the limb ischemia, thrombus, vf/vt/af/at was not determined since product was not returned and all the necessary information was not provided. This report is being filed as part of a retrospective review of historical records.